Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low and high blood glucose level. Customer's low blood glucose value was 32 mg/dl to 54 mg/dl. Customer's high blood glucose value was 445 mg/dl. The customer was assisted with troubleshooting for low blood glucose. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Customer stated that insulin pump had insulin flow issue. The device will not be returned for analysis.